Event description:
Information received by medtronic indicated that the back of the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump was returned for a cracked case per event date. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor, 40 pin flexible printed circuit/lcd and motor. Successfully downloaded firmware using crest. Pump error alarm confirmed in history file or traces downloaded (B)(6) 2021 8:18:00 pm due to moisture damage on the force sensor. The following were noted during visual inspection cracked retainer, cracked reservoir tube, fading serial number label and cracked case corner of belt clip rails. Insulin pump p-cap / test reservoir locks in place properly. Critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Pump error alarm confirmed due to moisture damage. Insulin pump exposed to moisture confirmed.